Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade IV and "painful, hard and sore."

Event description:
Patient reported right side capsular contracture, baker grade unknown and "painful, hard and sore." Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, creases, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis, the final assessment was no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade unknown and "painful, hard and sore." Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.